Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The patient went to the emergency room, but was not hospitalized for the peritonitis event. On unreported date(s) beginning in the same month as the onset, the patient was treated with levaquin (route, dosage, frequency, and duration not reported) and cetaphen (route, dosage, frequency, and duration not reported) for the peritonitis event. Treatment for the event was initially reported as unspecified intraperitoneal antibiotics. Antibiotic treatment with levaquin and cetaphen was ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.